Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricle lead was capped due to high pacing threshold and high lead impedance, the lead was fractured. No additional information was available.